Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/19/2016. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
Na

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a male patient. There was no additional patient information at the time of this report. The customer states that return product is not available for investigation. Method time k ci bun glu hct hgb crea na tco2 angap ica method: I-stat, time: 0717 , k: 3.6, ci: >140, bun: 21, glu: 91, hct: 38%, hgb: 12.9, crea:1.2, na: 120, tco2: 27, angap: < >, ica: 0.84; I-stat 0729, 4.2, 107, 28, 91, 44%, 15.0, 1.2, 142, ni, ni, ni. There are no injuries associated with this event. The investigation is underway.